Event description:
It was further reported that vascular access was obtained via the femoral artery, that the target lesion was severely calcified and that the 'indentation' was residue from the target lesion.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed, focal, target lesion was located in a calcified, moderately tortuous superficial femoral artery. The lesion was dilated with a 5.0x60mm sterling balloon catheter but the lesion remained, appearing as an 'indentation'. The physician elected to perform additional angioplasty with a 5.0x20/135 (4f) sterling balloon catheter. The balloon was advanced to treat the target lesion adn inflated once to unknown atms. The balloon ruptured at 10 atms on the second inflation. The procedure was able to be completed with this device. No patient complications were reported and the patient's status is good.